Event description:
It was reported by the patient that following the implant of an ams700 inflatable penile prosthesis, he has had issues with the device not inflating properly. The device only allows 4 pumps, the size of a thumb. The patient liaison has reached out to the patient and provided more techniques that had not previously ben discussed with the patient. The patient will contact again if he has further questions or concerns. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced was unable to inflate the inflatable penile prosthesis (ipp). The ipp only allowed 4 pumps which was the size of a thumb. The patient liaison has reached out to the patient and provided more techniques that had not previously been discussed with the patient. No further complications were reported in relation to this event..